Manufacturer narrative:
Continuation of d10: product ID hh9020tdd serial# (B)(6) product type product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they had been having "a lot of weird problems" with their handset for about 5 months then stated it was more like a year. The patient stated it would not connect and they had to "walk around the kitchen, around the back yard and have the phone up in the air" in order for it to work. The patient also mentioned they have 30 boluses per day within a 24-hour period. The patient mentioned they are a cancer patient and ¿10,000 micrograms of fentanyl in their pump¿. The patient also stated they have mentioned this issues "multiple times," but there are no records of the patient calling mdt (medtronic) about the issue. The agent reviewed with the patient that connectivity issues can increase with a high number of boluses. The patient mentioned they have "severe nerve damage from chemotherapy and have pain inside their body - is really bad." The patient stated that they have an appointment next wednesday with their managing healthcare provider and will discuss their programming. The agent walked the patient through connecting to the pump and the patient was able to successfully connect after seeing "not found" and then it stalling at 91 percent. It was noted that the patient was emotional and escalated throughout entire call. The agent had the patient turn off wifi, toggle airplane mode on and off, restart the device and the patient was able to connect again. The patient also stated that sometimes they would get a message that says, "app not responding - close or wait¿, and they would choose ¿wait¿ because if they chose close, they would "lose a bolus." The issue was not resolved through troubleshooting. A replacement handset was requested from the repair department due to ¿poor communication/app freezing.¿ no indication of patient harm. During the call, the patient mentioned that they were not told they would be getting this machine until after their surgery and feel that they were "misled" and "it¿s not fair to have to carry 3 phones everywhere." The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient reporting that they received replacement handset and they were able to connect right away and wanted to thank agent for their help. Patient to send back old handset.